Event description:
A pt has reported to me that the dexcom g5 mobile transmitter kit (ndc (B)(4)), has no sd (sell by) date. As this contains a battery they were concerned if the battery was low or depleted it could cause issues. The lot is 6001849 with the manufacture date 02/09/2017.